Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was having things going on with her pump but did not clarify what she meant with this statement. It was noted the patient had a lot of surgery and mris over the past four months. The patient was in a lot of pain and was irritated. It was noted her right hip replacement was acting up. The patient¿s sacroiliac (si) joint was separating and causing her pain. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider(hcp) on 2017-aug-22. It was stated that the hcp had just met the patient on (B)(6)2016. The patient reported that the pump was still uncomfortable, so they removed it surgically on (B)(6)2017. It was reported that only the pump site bothered the patient, so the decision was made to leave the catheter. The catheter was tied off in the pump pocket. It was stated that the hcp no longer had the pump, so it must have been disposed if it had not been received by the manufacturer. No further complications were reported as a result of the event.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pan and lumbar radiculopathy. The pump contained fentanyl with a dose and concentration of ¿450¿ and bupivacaine with a dose and concentration of ¿0.2¿, ¿really low¿. It was reported the patient¿s second pump was repositioned during normal replacement surgery from the first pump site to her back/lower buttock on the left side. The patient stated her body rejected the 2nd pump in 2014-2015 noting she had pain, swelling, and it was sore to the touch. Because of that, the pump site was revised in 2016 to the patient¿s diaphragm. The patient said that pump position caused problems with her breathing, so the patient worked with the doctor to have the pump surgically removed on (B)(6) 2016 at that point. The patient said the wiring from the pump was left in her back when the pump was explanted. The patient said that because of the doctor, the abandoned pump components were ¿scrambled up together¿, and the doctor ¿left needles inside her¿. Because of that, the patient had another surgery by the other doctor to remove the remaining pump system components on (B)(6) 2017. The patient said after that surgery occurred, she contracted a (B)(6) infection in (B)(6) 2017 and needed another surgery to clean out the infection. There was no out-of-box failure reported. There was no medical or therapy problem with small parts. The patient mentioned an upcoming surgery for her sacroiliac joint scheduled for (B)(6) 2017. The patient said the joint separated and needed to be fused back together. The patient also stated that she had degenerative disc disease, and as a result, needed periodic surgeries on her back and was in chronic pain. No further patient complications were reported.